Manufacturer narrative:
PMA/ 510 k: p050017/s006. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
(B)(6)2024 date of initial procedure, 2 study devices placed in left study leg. No adverse events during the procedure or prior to discharge on (B)(6) 2024, a planned interim appointment at the vascular surgery department was scheduled. Patient presented with again worsening claudication in the left lower leg (study leg) during the recent 4 weeks since the patient stopped taking anti platelet medication to have a dental surgery. Doppler ultrasound showed a high-grade instant stenosis in the distal study stent in the distal superficial femoral artery left. There was no critical limb ischemia. The patient wanted to first undergo a planned ophthalmologic surgery. Final in-patient admission for re-intervention was on (B)(6) 2024. Endovascular re-intervention was performed on the same day where a then total occlusion of the left afs and all study stents was treated without complications. Patient was discharged without complications on (B)(6) 2024. 11 relationships to study device(s) ¿ probable: 11.1 if related (possible, probable, causal), provide a detailed description of how the study device(s) caused or contributed to this event: all recommended anti platelet medication has been stopped by the patient without our recommendation to do so to have dental surgery. The study devices were totally occluded. Stopping the anti-platelet medication for 4 weeks probably has led to this event. 12 relationships to study procedure ¿ probable 12.1 if related (possible, probable, causal), provide a detailed description of how the study procedure caused or contributed to this event: without the study procedure no study stent can be implanted. The subintimal recanalization may have led to a general worse recanalization outcome. Occlusion requiring intervention resolved on (B)(6)2024.

Manufacturer narrative:
This complaint was raised from the pmcf study to capture adverse event of occlusion. Device evaluation the zfv6-80-6-2.0 device of lot number c2077725 involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4) "MDR-2068 ¿ de30020 occlusion study leg 09/2024" manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Historical data analysis: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0058) states the following: ¿restenosis of the stented artery¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. From the study, a possible root cause could be attributed to the patient stopping their anti-platelet medication for 04 weeks. Also, as previously noted ¿restenosis of the stented artery¿ is listed as a potential adverse event in the IFU. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction complaints of this nature will continue to be monitored for similar events. Summary of investigation according to the initial reporter, the patient presented with worsening claudication in the left lower leg, ultrasound showed a high grade in stent stenosis. The patient required re intervention as a result of this occurrence. The patient recovered and was discharged without complications. Confirmed quantity of 01 x used device. Investigation findings conclude that a definitive root cause could not be determined. A possible root cause can be attributed to the patient stopping anti platelet medication for 04 weeks. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 24-mar-2025.